Manufacturer narrative:
Date of event: date is estimated. Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The device was not returned for evaluation. A review of the lot history record and complaint history could not be conducted because the lot and part number were not provided. The reported patient effects of stenosis and thrombosis are listed in the xience alpine, everolimus eluting coronary stent system, instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported stenosis, thrombosis and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. Article attached titled: comparison of coronary angioscopic findings 8 months after stent implantation between two kinds of biodegradable polymer-coated and one durable polymer-coated drug-eluting stent.

Event description:
It was reported through a research article identifying xience alpine drug-eluting stents that may be related to the following: stenosis and thrombosis. Details are listed in the attached article, titled "comparison of coronary angioscopic findings 8 months after stent implantation between two kinds of biodegradable polymer-coated and one durable polymer-coated drug-eluting stent".